Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms; however, a specific cause for these alarms could not be conclusively determined via this analysis. The pump was not returned for evaluation. Data from the submitted log files was reviewed from 18mar2026 through 24mar2026 and showed a sustained driveline power fault alarm activating on 21mar2026, due to the power b signal dropping below the alarm threshold. The alarm did not resolve in the file. The driveline power fault alarms did not prevent the pump from operating as intended, and the controllers were able to support the system as intended while the driveline was connected. Provided information indicated that the alarm was cleared by using the heartmate touch monitor. No product was reportedly exchanged. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) with no further issues reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline power faults, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables", which cautions the user not to twist, kink or sharply bend the driveline. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook state that twists, kinks, or sharp bends may cause damage to the wires inside, even if external damage is not visible. These sections further state that if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review for repeat driveline power fault alarms. The log file confirmed driveline power b faults beginning on (B)(6) 2026. Tech services advised that the modular cable and system controller be exchanged. The alarm had not interfered with pump operation. There were 2 emergency backup battery (ebb) faults noted which self-resolved, and no action was needed at the time. The alarm was cleared by using the heartmate touch monitor. No equipment was exchanged. Previous driveline power fault alarm covered in manufacturer report #2916596-2026-01250.